Event description:
It was reported by service report that the crossbar on the breakaway head section was bent. No pt involvement or adverse consequence are reported.

Manufacturer narrative:
Bent release crossbar on the breakaway head section.